Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 28-apr-2020 / serial#: (B)(4). UDI #: (B)(4). Mfg date: 10-ded-2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), post ipg deployment, a myocardial perforation in the right ventricle occurred. A sternotomy was performed and a drain was placed. Subsequent exploratory surgery was done to determine the location of the perforation with the possibility of repair; however, the patient was declared deceased before a repair could be attempted.

Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys. (B)(4). Date user facility became aware of event: (B)(6) 2019. Type of report: initial. Date of this report: 31-jan-2019. Report sent to FDA: yes, 31-jan-2019. Location where event occurred: hospital. Report sent to manufacturer: yes, 31-jan-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that cardiac tamponade occurred after release of the ipg from the delivery system.